Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer explained that the insulin pump was not delivering insulin even after changing the infusion set. The customer's blood glucose was 443 mg/dl. The customer treated the high blood glucose with a manual injection. The customer had not received the alarm. The customer declined troubleshooting. The customer further explained that the piston would not move when rewinding. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, missing end cap sticker and cracked battery tube threads.